Event description:
It was reported that the atrial lead exhibited oversensing causing the patient to experience palpitations, mode switches occurred resulting in vvi pacing. The lead was fractured. The lead was capped and replaced.